Manufacturer narrative:
Follow-up #1 date of submission 12/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2016 with the following findings: evaluation revealed that the black box shows unexplained "por" events and one cs 052 error on complaint date. Evidence of moisture contamination was found behind display lens and inside battery compartment. The pump powers with returned battery cap to an audible tone, vibration alert but the screen remains blank. The battery cap is unable to fully tighten; however, at times gets stuck. The battery cap measures within specifications. Battery compartment cracks were observed in thread area and below grip pad. Battery compartment threads were damaged. A leak test shows leak at battery compartment crack. Removed pump case. Evidence of moisture contamination throughout inside of pump including display flex cable and connector, transceiver board and power pcb. Checklist steps failed due to blank display. A blank display was due to internal moisture contamination. Investigators were unable to adequately investigate power complaint due to inability to run 24 hr. Basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.